Event description:
It was reported that the customer was hospitalized; reason for admission was not provided. A blood glucose level was not provided. The customer alleged that the pump delivered "100 units of insulin"; however, customer declined troubleshooting with tandem technical support and declined to provide further information, and the allegation could not be confirmed. The customer continued to use the pump for insulin therapy. Date of event is approximate.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.